Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse noted leaking in the catheter when flushing it. It was reported that two small punctures were noted within the plastic of the catheter. The next day the catheter was removed in ir (interventional radiology). There was no reported patient injury.

Event description:
It was reported that the central venous catheter was placed approximately three weeks ago. The catheter was being flushed by the nurse, using the facilities standard protocol and it was noted that the catheter was leaking while flushing. It was reported that two small punctures were noted within the plastic of the catheter. The next day the catheter was removed in ir (interventional radiology). There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned. The investigation is inconclusive for the alleged catheter leak during flushing as no objective evidence was provided for review. The complaint of leaking extension leg was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, clamping damage, over-pressurization and dressing technique; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.